Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that received information that during the device placement procedure after placement of guidewire, the patient exhibited paroxysms of coughing. The patient reportedly experienced pneumothorax. Fluoroscopy showed small pleural effusion on left side. Additional information indicates that a chest tube was placed. It was reported that the issue was resolved. No additional adverse patient effects were reported.